Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump failed in elevator during transport to nicu and was unable to shut it off/restart it or make it stop alarming. The pump switched on arrival to pod and pump sent to biomed. Biomed confirmed error of type 150.2100.5 which corresponds to a iui safety system communication transmission failure. Pump was returned to service prior to biomed knowing the pump was in a psls incident. There was no patient harm.

Event description:
It was reported that pump failed in elevator during transport to nicu and was unable to shut it off/restart it or make it stop alarming. The pump switched on arrival to pod and pump sent to biomed. Biomed confirmed error of type 150.2100.5 which corresponds to a iui safety system communication transmission failure. Pump was returned to service prior to biomed knowing the pump was in a psls incident. There was no patient harm. A report was received from health canada's canada vigilance program which states, "baby born at home at 0135, presented to ucc at 0545 due to wob and desaturations, seen by nicu around 0600. Started on CPAP, golden hour done in ucc prior to transport to nicu. IV pump failed in elevator during transport to nicu, was unable to shut it off/restart it or make it stop beeping very loudly, not giving baby fluids. IV pump switched on arrival to pod and IV pump sent to biomed."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the suspect pump module having error code 150.2100.5 with inability to restart pump was confirmed with the log information received via email; however, no devices were returned for further investigation of the issue. ¿laboratory testing of the suspect pump module and concomitant pcu could not be performed as incident devices were not received for this investigation. ¿review of the error logs showed the reported error code 150.2100.5 was recorded on (B)(6) 2025, between 6:54 am and 7:53 am. ¿at 6:26 am, the pcu was powered on, and the suspect pump module (channel a) the user selected ¿yes¿ to ¿new patient¿. Between 6:27 am and 6:40 am, the pump module alarmed safety clamp open, the clinician ID barcode (B)(4) was scanned via autoid module, and a no guardrails ¿ basic infusion was programmed at a rate of 8.8ml and a vtbi of 40ml, the infusion was started. ¿between 6:50 am and 7:09 am, the rds connection was lost, and the pcu alarmed ¿channel disconnected¿ with the suspect pump module (channel a) recorded as removed, and the auto ID module scan key was pressed. ¿between 7:18 am and 7:50 am, the user pressed the tamper switch ten (10) times. ¿between 7:56 am and 8:20 am, the pcu was powered on, then was powered off, and powered on once more. The pump modules serial numbers (B)(6) (channel a) and (B)(6) (channel b) were added, and finally the channel a was removed. ¿bd software engineering assessed the log details and determined the issue was most likely caused by bad inter unit interface (iui) connectors. This issue could not be investigated further because no devices were provided by the facility. ¿bd alaris¿ system channel error tip sheet states when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. ¿power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. Root cause: the root cause of the reported issue of error code 150.2100.5 with inability to restart pump was not determined as no devices were returned for the investigation.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that pump failed in elevator during transport to nicu and was unable to shut it off/restart it or make it stop alarming. The pump switched on arrival to pod and pump sent to biomed. Biomed confirmed error of type 150.2100.5 which corresponds to a iui safety system communication transmission failure. Pump was returned to service prior to biomed knowing the pump was in a psls incident. There was no patient harm. A report was received from health canada's canada vigilance program which states, "baby born at home at 0135, presented to ucc at 0545 due to wob and desaturations, seen by nicu around 0600. Started on CPAP, golden hour done in ucc prior to transport to nicu. IV pump failed in elevator during transport to nicu, was unable to shut it off/restart it or make it stop beeping very loudly, not giving baby fluids. IV pump switched on arrival to pod and IV pump sent to biomed."

Event description:
It was reported that pump failed in elevator during transport to nicu and was unable to shut it off/restart it or make it stop alarming. The pump switched on arrival to pod and pump sent to biomed. Biomed confirmed error of type 150.2100.5 which corresponds to a iui safety system communication transmission failure. Pump was returned to service prior to biomed knowing the pump was in a psls incident. There was no patient harm. A report was received from health canada's canada vigilance program which states, "baby born at home at 0135, presented to ucc at 0545 due to wob and desaturations, seen by nicu around 0600. Started on CPAP, golden hour done in ucc prior to transport to nicu. IV pump failed in elevator during transport to nicu, was unable to shut it off/restart it or make it stop beeping very loudly, not giving baby fluids. IV pump switched on arrival to pod and IV pump sent to biomed."

Manufacturer narrative:
Additional information: device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: unique identifier (UDI) #, medical device serial #.

Event description:
It was reported that pump failed in elevator during transport to nicu and was unable to shut it off/restart it or make it stop alarming. The pump switched on arrival to pod and pump sent to biomed. Biomed confirmed error of type 150.2100.5 which corresponds to a iui safety system communication transmission failure. Pump was returned to service prior to biomed knowing the pump was in a psls incident. There was no patient harm. A report was received from health canada's canada vigilance program which states, "baby born at home at 0135, presented to ucc at 0545 due to wob and desaturations, seen by nicu around 0600. Started on CPAP, golden hour done in ucc prior to transport to nicu. IV pump failed in elevator during transport to nicu, was unable to shut it off/restart it or make it stop beeping very loudly, not giving baby fluids. IV pump switched on arrival to pod and IV pump sent to biomed."